Manufacturer narrative:
The insulin pump was received with a missing retainer ring, missing reservoir tube o-ring, scratched case, and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's reservoir compartment was damaged. The customer's blood glucose level was unknown. The device was returned for analysis.